Event description:
It was reported to boston scientific corporation in 2007 that a sensation standard oval snare device was used during a procedure (patient gender, age, and weight are unknown) and the snare loop was found to be torn. The procedure was completed with another of sensation standard oval snare device and there were no complications to the patient. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual inspection of the returned device revealed that the loop wire was broken. As per external analysis, the fractured loop wire was caused by excessive heat. The root cause is attribute to user error due to improper use of the device. A review of the device history record for the pertinent lot was performed; no anomalies were noted.